Manufacturer narrative:
Reference MFR report # 2916596-2016-01124 for the report of the patient's previous pump exchange for pump thrombus. (B)(4). Approximate age of device: 2 months. Explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase (ldh) and plasma hemoglobin levels and pump thrombus was suspected. The patient continued with a steady increase in their ldh level, even with therapeutic inrs. A small increase in pulsatility index was the only change in pump parameters observed. The patient had undergone a previous pump exchange on (B)(6) 2016 due to pump thrombosis, which was reported as a risk factor for this event. The patient underwent a pump exchange on (B)(6) 2016 to another manufacturer's device.

Manufacturer narrative:
Device evaluation: the evaluation of the returned pump confirmed the report of suspected thrombus. Examination of the pump upon disassembly revealed a pink tissue-like deposition in the distal side of the inlet stator. The deposition had a ring-like structure and dark areas that appeared denatured, which are indications that it likely developed in this location over an undetermined period of time while the pump was in operation. Although a specific cause its development or a timeframe for which it was present in the pump could not be conclusively determined, it could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.